Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart and self tests. The pump failed the displacement test and was followed by a motor error alarm during the rewind. Motor position error alarms were found at the alarm history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while eating lunch. Customer's blood glucose was 233 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was able to clear alarm but the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.